Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display . Customer states the display did not return. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. The customer¿s blood glucose level was 128 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected battery out limit alarm anomalies noted. (B)(4).